Manufacturer narrative:
Visual inspection of the prosa valve: a deformation of the outer housing of the prosa valve was observed, this deformation was confirmed through a measurement of the plan parallelity, the housing deformation measured at -0.092 mm, outside the tolerance of 0 ± 0.02 m. Test of permeability, adjustability, as well as the brake functionality and brake force: the prosa valve was permeable and adjustable, the brake function is no longer performed in function, so the braking force cannot be measured. Finally, we have dismantled the valve. Inside the valve we have found a minimal build-up of substances (likely protein). Based on our investigation, we are able to substantiate the claim of "self- adjustment". We assume that the observed deformation is responsible for the functional impairment of the adjustability. Excessive pressure from the adjustment pin or a knock on the patient's head can impair the integrity of the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). In our point of view, no further regulatory actions are required.

Event description:
It was reported that there was a problem with a prosa valve. The prosa changed from 30 to 40 with no intermediate change by a clinician or MRI. The prosa difficult to reset in x-ray department (numerous attempts including by senior registrar). Required return to theatre for revision - prosa intermittently draining. No further information about the patient age / height/ weight and implantation date are available. Removal: (B)(6) 2020.